Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that they experienced low blood glucose on (B)(6) 2018 with blood glucose in the 20 to 40 mg/dl range at the time of the incident. The customer was at 60 mg/dl a half hour before the time of the call. The customer experienced symptoms such as impaired speech and loss of consciousness. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and was not automatically adjusting insulin delivery during the event. The customer believes the pump over delivered as they received 2 boluses at a time when they would have been asleep. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.